Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The user request was confirmed, intermittent loss of image due to faulty charged coupled device (ccd) and cut/kinks/knots on video cable. Moreover, unit failed leak test due to deep cut in video cable. A labeling review was conducted. No anomalies were found. A device history record review was completed, and no issues were identified. After reviewing the similar complaints (ch-s400-xz-ea and ar code a090206) for the previous 12-months (nov2022 - dec2023), the count of complaints in the current month is within expected ranges, relative to historic counts. No further action is recommended currently. The user's request of "not giving an image" was confirmed. Intermittent loss of image due to faulty ccd and cut/kinks/knots on video cable. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported to olympus, the 4k autoclavable camera head image does not appear, and cord was faulty. The issue was found during preparation prior to sedation, and the intended procedure was therapeutic. There were no reports of patient harm.